Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a maryland bipolar forceps had burned plastic due to arcing from a monopolar curved scissors. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.